Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10872r23, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use was. The patient saw their healthcare provider today (B)(6) 2015 and knew about the "beeping" and instructed the patient to call the manufacturer. The pump was turned off. The patient also had a stimulation device and it was only the pump the patient was concerned was beeping. The cause of the "beeping", when it occurred, interventions/actions, any patient symptoms and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.